Event description:
End user states that from the factory it was assembled without some washers so the chair is loose. Then states that when they were transporting the chair while tying it down the bars shifted and the back came apart.